Manufacturer narrative:
The device was not returned, but pictures were provided and the complaint was able to be confirmed. A review of the picture confirms that the needle broke in the eyelet area. This can occur if the customer holds the needle too close to the eye or end point with clamps, and the IFU includes this instruction to avoid breakage. The root cause was user error, for clamping the needle too close to the eyelet area. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was discarded. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "we had a physician report that they had three of the aspen needle, item 216704, break in the eyelet during a case."